Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer reported that a patient was trying to get a hold of someone to turn off their implantable neurostimulator (ins) so they could have surgery. They could not reach anyone and as a result they ended up at the hospital longer and continued to suffer. The ins indication for use was not clear at the time of the report.